Event description:
Pt states he had right and left side hip implants which caused him issues. On (B)(6) 2019 hip dislocated, blood work showed high levels of chromium and cobalt. Pt was diagnosed with metallosis. Pt had revisions on (B)(6) 2019, right hip and (B)(6) 2019 left hip.